Manufacturer narrative:
Section d: this record was reported against an unspecified gonlreen sureform stapler reload. The use of a sureform stapler instrument was reported, however, it is unknown whether the instrument used was a sureform 45 stapler or a sureform 60 stapler. Based on the available information, a cause for the post-operative leak could not be determined. Intuitive surgical, inc. (Isi) has not received the green sureform reload(s) for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the system and device logs could not be performed, due to insufficient information.

Event description:
It was reported that a few days after a da vinci-assisted low anterior resection (lar) procedure, a patient experienced an anastomotic leak, requiring an unspecified additional procedure. During the initial case, an unspecified sureform stapler instrument, loaded with an unspecified green sureform stapler reload, was used to divide the rectum. Indocyanine green (icg) and flexible sigmoidoscopy were used during the procedure. There was an unspecified intra-operative complication after the anastomosis was created, which caused an issue at a site other than the location of the anastomosis. Per the surgeon, this was caused by human error. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been received.